Event description:
It was reported that this product was part of a system revision due to infection, noted to be bacteremia. A replacement system was implanted. There were no additional adverse effects reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. This investigation will be updated should further information be provided.